Event description:
It was reported that during set up, the customer broke the ultrasonic probe. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified, however based on the results of the investigation, if was found that distal end sheath had a dent and the insertion section sheath was twisted. Since there was a dent on the distal end sheath, it is presumed that the ultrasound cannot be transmitted normally due to diffuse ultrasound and that the ultrasound image does not render properly. The event can be detected and prevented by following the instructions for use which state: chapter 3 preparation and inspection: 3.2 inspection, 2. Wearing rubber gloves, lightly pinch the probe insertion part with your finger and carefully inspect the visually to confirm that there is no significant bending, scratch, wrinkle on surface, sagging, leakage of medium. Pay attention to how slippery gloves are because any leakage of the medium will make the gloves very slippery. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.